Manufacturer narrative:
Product analysis: visual and microscopic view reveals that there are witness marks on the locking tabs that would not interface with the screws in the lock position indicating that the locks were not in place over the screws when the screws backed out. There is some damage noted to the screw holes in the cage. If the lock was in the locked position it is not known why it rotated before the screws backed out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylotic myelopathy (csm) and underwent anterior cervical discectomy and fusion(acdf) surgery. During surgery, the locking cap of the cage had broke and turned 360 degrees. It was visually observed that there was a deviation between the cage's locking cap and the intra-operative image. The product came in contact with the patient. No fragments of the cage were remaining in the patient. No patient complications were reported.